Event description:
It was reported that the patient had the entire system taken out several years ago because it caused more pain with it than without it. It never helped. The patient felt like even three years later his back pain was still worse because of the implant. It was unknown if diagnostics or troubleshooting was performed. The issue was resolved at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).